Event description:
A report was received that the patient's ipg and the leads exposed through the skin as the patient's ipg was to shallow and the pocket did not heal correctly. The patient underwent a revision procedure. The physician chose to replace patient's system. The physician moved the pocket to the right flank. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.